Manufacturer narrative:
H3, h6: the real intelligence point probe, part number rob10017, lot number 22ect0028, intended for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. A complaint history review for similar reported/confirmed complaints concluded this was an isolated event. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with bent point probe due product mishandling. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received, the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that during a cori assisted tka surgery, the real intelligence robotic drill guard and the real intelligence robotic drill were not able to seat in the real intelligence point probe. The procedure was performed, after a non-significant delay, using manual technique. Patient was not harmed as consequence of this problem.

Manufacturer narrative:
Internal complaint reference (B)(4).